Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient initials are (B)(4). Patient weight was not provided by reporter. Event date: unknown. Additional device product code is hwc. (B)(4). The subject device is expected to be returned to the synthes manufacturer for evaluation. (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported events in (B)(6) as follows: it was reported that a patient underwent revision surgery to remove a broken variable angle locking distal radius plate on (B)(6) 2015. The patient was originally implanted with the reported plate, eight unknown locking screws and one cortical screw on (B)(6) 2015. There was no allegation of complaint against the screws. There was no surgical delay associated with the revision surgery. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
: The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The provided x-rays were reviewed by the manufacture and it was noted that the plate breakage could be confirmed.

Manufacturer narrative:
Product investigation summary: because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength, and structural stability. The values were in compliance with ao/asif specifications and international standards. Unfortunately, with limited information in the complaint description, an exact cause cannot be confirmed as to how this happened. The plate was produced in a quantity of (B)(4) pieces in may, 2015. The fracture face is homogenous and has the typical view of a forced rupture. It is likely that constantly alternating bending loads led to the fatigue of the material, then to a first crack, and finally to the overload respectively to the fatigue fracture of the plate. The postoperative activities of the patient may have played a main role of this occurrence. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. We have to assume that constantly alternating bending loads led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the plate. The postoperative activities of the patient may have played a main role of this occurrence. No product fault could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.